Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair it was observed that the bearings were worn out and corroded causing the device to run above the operational specification. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during trepanation of the skull it was observed that trepan device would not stop spinning and the trepan head was disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was reported that the motor device did not disengage. It was reported that the procedure was completed by removing the trepan head manually. It was reported that there was unknown, severe patient consequences. An attachment device that was reported to have not been used in the procedure was returned without an alleged deficiency for evaluation and testing. An assessment was performed on the device which found that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.